Manufacturer narrative:
Unit received with blank display immediately after battery insertion. Unable to perform sleep current measurement, active current measurement, and selftest due to blank display. Unable to download due to blank display. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, slightly peeling keypad overlay corners, cracked battery tube threads, cracked case (battery tube), and scratched case. Exposed to moisture confirmed. Blank display due to severe corrosion on all electronic assemblies. Unable to verify open book image and unresponsive keypad anomalies due to blank display. Cracked battery area was confirmed during analysis. Unable to download due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump got exposed to water and critical pump error and crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040a. Troubleshooting was performed for fluid in pump and no visible fluid in pump. Found the keypad button were unresponsive. The customer declined troubleshooting for keypad anomaly. Troubleshooting was performed for crack on the pump and found crack was on the battery tube side. The crack on the pump not related to the retainer ring. Troubleshooting was performed for open book error and customer was using the correct battery cap for the pump they are using. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for change sensor/sensor updating and the customer received change sensor and sensor updated alerts. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.